Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 340 mg/dl, 200 mg/dl, 167 mg/dl, and 191 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, test strips have been discarded; replacement was sent.